Event description:
Please note: this report pertains to the seconds of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-06473 for a description of the first device. It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the prolieve system displayed a "water level too low" error message. The pressure remained consistent and it was difficult to determine the source of the leak. However, by adding water to the cartridge, the physician successfully completed the procedure with this prolieve thermodilatation kit. No pt complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been received for analysis, therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is received, a supplemental medwatch will be filed.